Event description:
The customer contacted baxter's technical service center to report an increased intraperitoneal volume (iipv) on a homechoice (hc) machine during fill 1. The home patient (hp) stated she did a manual fill before starting therapy on the machine last night and the machine went to fill right away. The hp stated she felt full and had a hard time breathing so drained manually on the machine and drained 1000 ml, then stated the fill again. The hp stated the machine started to fill her again and she turned off the machine and did a manual drain; hp stated she drained off 3000 ml. The hp was advised to contact her nurse regarding the overfill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The fill volume is 2500 ml and the patient reportedly drained off 4000 ml manually, which meets criteria for iipv.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The reported issue of iipv-adult was neither confirmed nor duplicated during pal evaluation. Assignable cause was undetermined. No drain volume meets or exceeds the current iipv criteria. However, the home patient stated, she did a manual fill of 2000 ml before starting therapy. With initial drain set to 0 ml, the home patient drained 178 ml, which could have caused or contributed to the reported issue of feeling full and difficulty breathing. The fill volume is 2500 ml and the patient reportedly drained off 4000 ml manually. Per the medical assessment and taking into account the patient narrative, this meets criteria for iipv. Device met specifications relative to iipv in the logs. This issue is being investigated through CAPA.